Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Reported fractured provisional lock ring was not returned for evaluation; however, description of the issue is consistent with previous experience. These issues were previously addressed by changes. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device was not returned for evaluation.

Event description:
It was reported that the provisional retaining ring broke inside patient during trial reduction. Ring was lost in the body for several minutes. Attempts have been made and additional information on the reported event is unavailable.